Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according for information received, please give a detailed explanation of the event. Shim broke in half after trailing. It happened when extracting insert trial. The product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that attune shim sz7 5mm has broken in half. The failure mode is consistent with using a device in a prying motion to disassemble the mating instruments after trialing resulting in material overload at the smallest cross-sectional area in middle of the shim. No material or manufacturing defects were observed that would have contributed to the fracture. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune shim sz7 5mm would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: e2. Added: e3.

Event description:
Was the product being used in a clinical trial? No. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? No. Event outcome/how was it managed? Shim broke in half after trailing. It happened when extracting insert trial was there any consequence to the patient due to complaint? No. Was the surgery prolonged due to the event? If yes, confirm how many minutes delay: no. Has the reporter facility indicated there may be legal action? No. Is the product available for return? No, (photo sent by the account and attached) please give a detailed explanation of the event. Shim broke in half after trailing. It happened when extracting insert trial.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.